Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode with no backup defibrillation operation (bdfo) available. The cause of backup was unknown, programming changes were made to restore normal parameters. The patient was stable.